Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-00093.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) medical center. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insufflation unit had missing front panel text. The issue occurred during a therapeutic nephrectomy procedure. The procedure was completed using the device. There were no reports of patient harm.